Manufacturer narrative:
The customer's meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's meter and a test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in a value of 4.6 inr. Within an hour of meter testing, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting in a value of 2.9 inr. No treatment was given to the patient based on the laboratory value. At 10 a.m. On (B)(6) 2021, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting in a value of 2.7 inr. At 11:30 a.m. On that same day, a sample from the patient was tested using the meter, resulting in a value of 4.0 inr. The laboratory value was believed to be correct. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is weekly.